Event description:
According to the reporter: occurred during a procedure. The introcler one was broken off when trying to take the trocar out. There was patient involvement. There was no patient injury and no medical intervention required.